Manufacturer narrative:
The investigation into this event is currently in process - not completed at this time.

Event description:
In 2007, a 7 x 15 gore viabahn device was used for treatment of stenosed bare metal stents in the left sfa. The device was advanced retrograde and became stuck in the aortic bifurcation on the end of a previously place bare metal stent. The physician partially pulled the undeployed device back into the right common iliac artery, but was unable to re-capture the device in the introducer sheath for removal. The physician then deployed the device in the right common iliac artery . Four days later, two 6 x 15 mm gore viabahn were placed inside the stenosed bare metal stents to treat the left sfa. The pt tolerated the procedure.